Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, failure to capture and failure to sense. A complete lead was returned in one piece. The reported events of helix mechanism issue, failure to capture and failure to sense were confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to extend and retract. The measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix clogged with blood/tissue and the over torqued inner coil in the connector region consistent with procedural damage. Electrical testing of the lead found an internal short due to the over torqued inner coil in the connector region. The cause of the reported events of failure to capture and failure to sense was isolated to the over torqued inner coil in the connector region consistent with procedural damage.

Manufacturer narrative:
Correction-section b5: added failure to retract the helix.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited loss of capture and had failure to sense. Diagnostic imaging and visual examination confirmed the lead dislodgment. Additionally, the ra lead had helix mechanism issue resulting in failure to extend and failure to retract the helix. The physician attempted several times but was unsuccessful. The ra lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
Correction: section b3- the event date was 21 jan 2025. Correction: section d7a- checked "no".

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead was dislodged and had helix mechanism issue resulting in failure to extend the helix. The lead dislodgment was confirmed via diagnostic imaging and visual examination. The physician attempted several times but was unsuccessful. The ra lead was removed and replaced. The patient was in stable condition.